Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient's whole pain stimulator system was explanted on (B)(6) 2016 due to a battery infection. Further follow-up is being conducted to determine when the patient first started experiencing the infection, what diagnostics were performed, and if the cause of the battery infection was determined. If additional information is received, a follow-up report will be sent.